Manufacturer narrative:
Conclusion: this device is available for return and a follow up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot have been reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The physician had cleared part of the vessel with a reperfusion catheter 054 and was advancing a reperfusion catheter 032 over a 0.016 in wire with minimal friction. The physician then exchanged the guide wire for a 032 separator and noticed that the separator met friction in the catheter and would not advance out of the distal end of the catheter. The physician then decided to remove the catheter and noticed that it had a bend, prohibiting the 032 separator from advancing. A new reperfusion catheter 032 was taken from inventory and the case completed without difficulty. The pt was treated successfully. The penumbra representative that received the report noted that she reminded the operators not to advance the separator when friction is met and that the catheter should not be advanced over a guide wire if there is a visible bend in the catheter or if friction is met. In addition, she reminded the hospital not to overtighten the rhv on the catheter which could lead to a kink in the inner support material.